Event description:
It was reported that a spectrum infusion pump had a constant air in line. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant air in line alarm caused by a failed upstream sensor (low ultrasonic readings). Low sensor readings can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.